Event description:
It was reported that a pt had a lumbar fusion and laminectomy one month ago. An x-ray has revealed that a skin staple is embedded in the paraspinous muscle layer. The doctor states, the staples are used for draping during surgery. The surgeon states, that the pt is not experiencing any adverse effect at present.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.